Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient had been using a 100/515/070 then was switched to a 100/860/070 portex® cuffed blue line ultra® suction aid tracheostomy tube. After starting to use it in a patient, the tip of the tube became clogged by granulation. This caused the patient to go into ventilator failure. The numerical value of spo2 became 0. The patient fell into cardiopulmonary arrest. Using cardiotonic drugs to recover from cardiopulmonary arrest, the patient stabilized.